Event description:
It was reported that this bioprosthetic valve implanted approximately five (5) years and ten (10) months, was explanted due to severe prosthetic mitral valve insufficiency. It was identified, through review of source documentation provided, that there was progressive deterioration of the valve. It was noted that leaflets were pliable, although there was one "significantly foreshortened and retraced" leaflet likely causing the regurgitation. The device was replaced with another bioprosthetic valve. It was reported that the patient tolerated the procedure without apparent complication.

Manufacturer narrative:
Mitral regurgitation (mr) in bioprosthetic heart valves occurs when the valve does not close properly in systolic phase, which results in retrograde flow of blood into the left atrium. The type and cause of regurgitation varies depending upon multiple factors. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. The operative report documents progressive deterioration of the prosthetic valve. Structural valve deterioration (svd) is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The explanted device was not returned to edwards for analysis; therefore, the root cause of this event cannot be conclusively determined. No further actions are possible with the available information.